Event description:
During pci a dissection occurred and was treated with another stent. Approximately 3 1/2 weeks after pci, thrombus was confirmed in the lesion. Pci was performed on this patient who presented for elective treatment of a confirmed restenotic lesion previously treated by poba in the proximal lad and mid lad of 15mm in length in a 2.5mm diameter vessel. The (class c) eccentric lesion was also described as bifurcated. Pre-procedure medications included asa 100mg/day, ticlopidine hydrochloride 200mg/dy and warfarin 3.0mg/day. Intra-procedure medications included asa 100mg/day, ticlopidine hydrochloride 200mg/day, 10,000 units of heparin and warfarin 3.0mg/day. The lesion was pre-dilated with a 3.25x10mm balloon at 8 atm, four times. A 3.0x23mm cypher (lot # unknown) at 14 atm and a 3.0/23mm cypher (lot # unknown) at 20 atm was deployed proximal to the previous stent in an overlapping manner.